Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up/down arrow keypad buttons were sticking and hyper-sensitive causing scrolling when pressed. The keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging all the keypad buttons had delayed responses and would scroll. The reporter denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.